Event description:
Reportedly, the endocatch gold did not function properly. Specimen was placed in the bag and bag was removed from the ring. The ring would not retract, and the shaft of the endocatch had to be broken in order to remove the instrument. Sex: unk. Procedure: lap chole.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.